Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No rewind anomalies were noted during testing. Found pump error 37 alarms in the pump memory on the event date of 23-aug-2024 at 6:37 pm to 6:56 pm. Also found a pump error 43 alarm on the event date of 23-aug-2024 at 6:32 pm in the pump memory. Successfully downloaded pump history files and traces using thump software. Confirmed the appearance of pump error 37 and pump error 43 alarms in the pump memory with the pump download. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor home switch. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, battery tube threads - cracked, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Rewind anomaly was not confirmed during testing. Cosmetic damage at the reservoir compartment was not confirmed, however, other cosmetic damage was noted. Reservoir unable to lock into place was not confirmed. Pump error 37 and pump error 43 were confirmed in the pump memory and pump history files and traces due to moisture damage on the motor home switch. Moisture damage was confirmed found on the motor home switch, battery tube, and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, damage (physical or cosmetic), reservoir unable to lock into place. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.